Event description:
It was reported that during the preparation for a coronary drug eluting stenting treatment procedure that flared struts were noticed. It was reported that when the 3.5x12mm taxus express2 drug eluting stent was removed from its pouch, the distal stent struts were noticed to be flared. This device reportedly "never made it to the body" and another of the same device was pulled to complete the case. There were no patient complications with the patient's status reported as ''ok''.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.